Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported distorted image. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the image was distorted during the procedure. The cause could not be determined from the repair information. The presumed cause is the penetration of moisture into the lens. Correction information: g6: follow up #2 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result. H4: device manufacture date.